Event description:
A severely hemodynamically unstable patient was initiated on continuous renal replacement therapy by a dialysis nurse, at a blood flow rate of 200ml. The patient experienced severe hypotension and a subsequent cardiac arrest, the patient expired. There was no autopsy.

Manufacturer narrative:
The prismaflex machine was inspected by the hospital's biomedical technician. The device manufacturer has requested the following information from the hospital: clinical information associated with this event and the outcome of the biomedical technician's inspection of the prismaflex. No information has been received from the hospital as of this date.